Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was unable to be interrogated via remote transmitter. Abbott technical services was contacted and an in clinic follow up was recommended. No intervention has been performed at this time. The patient was in stable condition.